Event description:
It was reported during surgery a t2 non deployment, when t1 was already deployed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
The complaint stated: "t2 non deployment, when t1 was already deployed. All ts were removed." T1 and t2 were returned attached to the suture but not the needle. The anchors have been cinched as with use. There is bio matter attached. T2 is bent into a "v" shape. This is a symptom of being pulled back through tissue post deployment. The delivery needle shows no damage. Functional test was successful. The device cycled and actuated as expected. No root cause related to the manufacture of the device was confirmed. No further investigation is warranted.